Event description:
Customer reported a misread barcode on the galileo. The patient sample was interpreted wrong for the 2 cell assay and aborh.

Manufacturer narrative:
The customer did not return sample for investigation testing. It is not possible to rule out the sample as a cause of the event.